Event description:
It was reported patient never had therapeutic effect. It was indicated that the device never really helped since implant. It was noted that the device was not working. The patient indicated that she had started to have ¿some leaking again which started about a week or so and was able to reduce up to 8 pro-models a day but in the last week having some attacks.¿ the patient reported that ¿she turned up but doesn¿t feel she understands the thing and shouldn¿t have had it placed.¿ the patient was not sure if it needed to be increased as it went or not or when starting to have breakthroughs. It was noted that patient had started having breakthroughs and surprise attacks. The patient felt like she was getting blocked up and took stool softener and glycerin suppository. The patient felt bloated and stated this was kind of the normal but hoping the system would have changed this. The patient stated that 2-3 weeks ago, sometime after implant, was when she felt blockage. The patient had history of horrible blockages and had felt this way since (B)(6), for a few weeks until started taking stool softeners. The patient was used to having diarrhea all the time but when getting constipated it was uncomfortable. The patient had to increase power of the neurostimulator. The patient never had adjustment or was not aware of different programs. The patient also mentioned that she had to wait a few weeks before the system was turned on. The patient was looking into switching programs. The patient had had uncontrollable diarrhea. The patient would like to get rid of the device if it was not going to help her. The patient was not feeling any sort of confidence in which she was looking for. The patient stated when feeling constipated she gets blocked up. The patient ascending and descending colon are removed so operating on remodeled colon. It was later reported on (B)(6) 2015 that the surgery was prior to device implant and therefore the colon would have been altered before the interstim device was implanted. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ffzb, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were trying to work with their healthcare professional or a manufacturing representative.

Manufacturer narrative:
(B)(4).